Event description:
Healthcare professional reported injecting a patient with unspecified juvederm ultra in the glabella. Patient developed "redness and discomfort tracking to hairline." Per advice from another healthcare professional, patient symptoms appeared to be a "vascular compromise." Four days later, the patient received treatment of "hyalase and antibiotics." Symptoms are still ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of 'redness, discomfort and vascular compromise" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.